Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. Functional test and manual "try it" test were unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. There were no errors found related to the complaint. A speaker resistance test was performed and passed. The reported event of an intermittent audio output was not confirmed. The complaint confirmation was unable to be determined. A root cause could not be determined.